Event description:
It was reported that the deep brain stimulation (dbs) patient was explanted due to charging issues, the patient is doing well and recovering post - operatively. The explanted device will not be returned as it was retained by the patient.